Event description:
It was reported that during a lobectomy, the device stuck on tissue and had a black reload. When using the manual over-ride it was rocked back and forth several times and then became floppy. The surgeon completed the case with suture and then cut off the device. The case was not converted to open.

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, anvil. The analysis found that one pse60a device was returned with the anvil bent upwards and damaged knife slot area. Additionally the bulkhead was noted to be broken and missing. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. Upon further evaluation the firing and opening mechanism were noted to be jammed. Additionally the cartridge body and drivers were noted to be damaged and the knife was buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If the firing continues the knife will buckle and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. No further functional testing could be performed due to the condition of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.